Event description:
It was reported that suture placement was attempted in a common femoral artery was attempted using the preclose technique prior a left superficial femoral artery angiogram. The arteriotomy was a 6fr. Reportedly, during advancement of the proglide device, the suture broke after removal of the plunger needles from the handle of the device. A second proglide device was used to achieve hemostasis. Manual adjunctive pressure was applied for 2-3 minutes for a small amount of bleeding from the subcutaneous. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device; however, not established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.